Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is off-label for use with the pump. The customer changed all of their pump supplies and successfully resumed insulin delivery.